Manufacturer narrative:
Given that no medical intervention was required for the event associated with this medwatch, no adverse event was identified. If additional information is provided during the investigation, it will be assessed as part of the supplemental medwatch submission.

Event description:
Adr reported information: on (B)(6) 2024, the nurse was injecting the patient ((B)(6)) with insulin and put needle back to the needle shield. As needle shield was broken, the needle pierced the shield and finger was needle stick. Due to the whole shield was thin and insertion was a little off-center, needle was pierced out from the side. Call center confirmed with the customer on july 19th: the needle shield was not damaged before the needle was put back. The product sales date and supplier were not clear, no samples, no photos, and no customer response is needed. Sample availability? No. Sample availability details: no sample available.

Manufacturer narrative:
Investigation summary: no samples (including photos) were returned therefore the complaint could not be confirmed and the root cause is undetermined. This is the 1st. Complaint for the reported lot number. A review of the manufacturing records was performed, and no non-conformances were raised in association with this type of event for this lot. Complaints received for this device and reported condition will continue to be tracked and trended. If samples are received in the future the complaint will be reopened for further investigation. Based on the above, no additional investigation and no corrective/preventative action (CAPA) or situational analysis (sa) is required at this time.